Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day, the patient¿s cgm was reading 289 mg/dl. The patient did a bg fingerstick for comparison but could not recall the specific value, she only recalled it being lower than the cgm reading. The patient was experiencing some dizziness, disorientation, and was diaphoretic. As the night went on, the patient's bg meter values continued to rise into "the 300s". No cgm comparison was provided at this time. The patient contacted her doctor, who advised her to go to the hospital. The patient's husband drove her to the hospital where the patient¿s fingerstick was 188 mg/dl (no cgm comparison was provided at this time). The patient was treated with insulin and IV fluids (specific medications in the fluids could not be recalled by the patient). The patient was discharged later the same day. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.